Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call insulin pump not working and low blood glucose. The customer's blood glucose was 50 mg/dl at the time of incident and current blood glucose is 105 mg/dl. Trouble shooting was performed and found customer treated low blood glucose with liquid sugar. Customer has been experiencing low blood glucose for the last three days. Blood glucose was 48mg/dl today and when he recovered the blood glucose was in the 50s. It was found the carbohydrate ratio is 8 not 30 so insulin pump delivered properly. Customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.